Manufacturer narrative:
H6 updated. H10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product which has since been resolved. It is possible that a partial treatment was delivered and not recorded, the user would not know to treat the remainder of the partial treatment. The remainder of the treatment for one field would be missed. Any underdose could be compensated in subsequent fractions. In order to get the 0 mu treatment record which causes the problem, an mlc fault would have to occur while the user was loading a field. There is a low probability that these events would occur simultaneously. The user will also see a discrepancy in the chart where the dose will not add up correctly and will be displayed in red. No patients were mistreated.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that a partial treatment recorded in mosaiq.